Manufacturer narrative:
Correction: based upon investigation results, aag complaint # (B)(4). Was re-evaluated and is no longer considered reportable due to risk file- no malfunction or serious injury. Therefore, this case with the internal reference number cc # (B)(4). Was reportable. Investigation reults we made a visual inspection of the received instrument. Here we found no outwardly damages or defects. In the next step we made a functional test. Here we found, that the locking lever is not working. In the next step we opened the handle to investigate the mechanic components. Here we found that the mechanical interlock between the blade trigger and the clamping handle is broken and the parts are missing. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results the problem is most likely usage related. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2021-00625 (400526602 - pl718su) 9610612-2021-00693 (400526612 - pl718su) 9610612-2021-00626 (400526628 - pl718su).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a caiman disp.instr.non articul.d:5/240mm (part # pl718su) was used during a procedure performed on a (B)(6) 2021. According to the complainant, the trigger was broken. The trigger leaks as soon as it is used. Reportedly, the broken piece was retrieved from the patient's abdomen. The complaint device has not been returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under (B)(4). Associated medwatch-reports: 9610612-2021-00625 (400526602 - pl718su), 9610612-2021-00626 (400526628 - pl718su), 9610612-2021-00627 (400526595 - pl718su).